Event description:
The customer reported to customer service that the cover is coming off her transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer she indicated that the transformer was cracked, that the screws came out and the plastic inside is breaking off. She did not witness any sparking, fire or flames and no injuries were sustained. She also stated that the product has been sent back to medela. As of this filing the product has not been rec'd. Therefore, no conclusions can be made as to the cause of the event. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time.